Event description:
Three weeks post-implant, rep performed follow-up on device and noted two episodes with noise on the ventricular lead. Impedance trends shows a steady increase in impedance. The rep is recommending a chest xray to confirm lead integrity issue and a lead revision.